Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs did not show any occurrences of critical self test failures. The log does contain occurrences of defib lead short (short detected) messages. However, this message is an advisory message that may indicate that the multi-function cable is connected to the test port an not necessarily an indication of a device malfunction. This could not be firmly established as the multi-function cable was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.